Manufacturer narrative:
H3: the catheter was returned and analysis identified there was damage to the transition tubing and damage to the pump connector. Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2020. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6) implanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information stated in aug-6 patient came into the hcp once volume discrepancy expected 33 ml and actual 37 ml. Decision was on existing pump. On aug 16, replacement. At that time the old pump 28 expected and actual 34.5. On the new pump or old pump and could not aspirate from the cap. Hcp decided not to replace the catheter,.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4)., ubd: 09-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal hydromorphone 2 mg/ml at 0.7 mg/day and ziconotide 1 mcg/ml at 0.35 mg/day via an implanted pump for malignant pain. It was reported the patient had a refill yesterday and the hcp was expecting to pull back about 9.5 ml however they got back an actual volume of about 25 ml. The patient did not have any symptoms. The hcp had confirmed the programming was correct. The rep was heading into the case to assist with the catheter access port (cap) aspiration and dye study and wanted to review considerations. It was noted at the previous refill about 3 months ago there were no issues then. Additional information was received from the rep on 2021-jul-21 indicated they completed a roller study and dye study. The roller study went well but they were not able to aspirate through the cap. The patient reported falling approximately two months ago. The patient tripped and fell forward on his hands and knees.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative who reported that the cause of the inability to aspirate the catheter was not determined. The hcp determined there could be a potential issue with the catheter; however, the patient was on blood thinners the day of the dye study, so the surgeon opted to cancel a potential catheter replacement for that day. The patient had experienced no withdrawal symptoms or an increase in pain, so the hcp opted to see the patient in the clinic in few weeks to see if there was another discrepancy in volume and after that they would decide what to do.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that they had an MRI 29-jul-2021 to look at the catheter. Per the reporter, they saw the pump motor stall right after the MRI. The agent confirmed that is normal and assisted the reporter to get a bolus and confirmed the motor stall was gone.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: 2020-(B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-(B)(6), additional information was received from the manufacturer representative (rep). The pump was refilled on 2021-(B)(6) (after replaced on 2021-(B)(6)) when actual reservoir volume (arv) = 8 ml vs expected reservoir volume (erv) = 3 ml. The patient continued to experience increased headache and back pain (sacrum fracture due to osteoporosis due to radiation for cancer) after pump replaced. Before pumpreplaced the daily infusion rate of dilaudid was 0.7 mg/day. After the pump was replaced, the patient was restarted at 0.3 mg/day and increased to 0.6 mg/day when headache got better but back pain did not resolve. Prior to starting surgery today, the catheter access port (cap) was accessed by a 24-gauge "non-car" needle, and was unable to withdraw. The incision at the spinal site was made and after intentionally cutting the catheter, obtained an immediate retrograde flow of cerebrospinal fluid (csf) from the spinal segment. After the spinal segment of the catheter was cleared of medication, contrast was injected and the expected plume was seen under fluoroscopy. They attempted to inject contrast through the pump segment of the catheter and were unable to inject, indicating an occlusion along the pump segment. An incision was made at the pump pocket site and no visual kink in the catheter was observed. No issues observed with the sutureless connector. After splicing on a new pump segment of the catheter, they were able to easily inject contrast through the pump segment and visualize at opened spinal incision site. After reconnecting the newly implanted pump segment to the existing spinal segment, contrast was injected through the cap and they were able to visualize a plume of contrast at the tip of the intrathecal tip of the spinal segment. Infusion rate restarted at hydromorphone 0.1 mg/day and ziconitide 0.05 mcg/day; decreased from infusion rate hydromorphone 0.6 mg/day, ziconitide 0.4 mcg/day.

Manufacturer narrative:
Product analysis #268449788:analysis information: 2021-10-22 09:33:29 cst pli# 10 product ID# 8637-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-oct-27, additional information was received from the manufacturer representative (rep). They reported the patient was having a catheter revision on (B)(6) 2021.

Manufacturer narrative:
H3:the returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID: 8780, serial#(B)(6), implanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- (B)(6) 2021; 09:33:29 cst pli# 10; product ID# 8637-40; below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 8780; serial# (B)(6); implanted: (B)(6) 2020; product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.